Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2018, that on (B)(6) 2018, the patient has to remove the sensor since no values were displayed. The sensor was inserted into the abdomen on (b(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of the patient having to remove the sensor since no values were displayed could not be determined. The root cause could not be determined.